Manufacturer narrative:
The device has been returned and evaluated by product analysis on 17-nov-2017 with the following findings: during investigation the battery compartment was found to be cracked at the threads on the side. No battery cap was returned, and test battery cap was able to fit securely on the battery compartment. Evidence of moisture ingress was observed in the battery canister. A leak test failed due to a battery compartment leak. The pump was unable to power up, and was completely unresponsive, the reported ¿power¿ complaint was duplicated. Further testing was unable to be performed. The pump¿s cover was removed, and no further moisture ingress or intermittent condition were found to the power printed circuit board or to the cgm module. Unrelated to the original complaint, the display lens was found to be cracked at the bottom.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (intermittent power) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.